Event description:
Based on the enzyme measurements and the ECG, a post-procedural q-wave mi was adjudicated. This pt was admitted to the hosp for coronary intervention. The pt was currently taking a calcium antagonist, aspirin, and clopidogrel. The pt was taken electively to the cardiac cath lab, where angiography revealed lesions in the mid-rca, mid-lad and diagonal branch (bifurcating). The physician proceeded with angioplasty of the ID-rca lesion @ 1:30 pm. There were no difficulties in accessing or wiring the vessel noted. It is not known if the lesion was predilated. A 3.0 x 33mm cypher stent was deployed to 10 atms with reported satisfactory results. The stent was not post-dilated. Due to the pt's fatigue, the procedure ended at 03:16 pm. The decision was made to bring the pt back the following day to address the add'l lesions and the pt was discharged to a room for post procedural care. Post procedural enzymes were drawn at 9:00 pm, 3:00 am and 8:00 the following morning. The results showed a peak ck of 520 iu/l (three (3) times the upper limits of normal) @ 3:00 am; approx 12 hrs post procedure. The pt was brought back to the cath lab for part otwo of a staged procedure to address the lesions in the lad/diagonal. This procedure began at 10:20 am and ended @ 11:00 am. Three add'l cypher stents, two (2) 3.0 x 13mm and a 3.0 x 18mm, were deployed within the lad/diagonal bifurcation without incident. No anomalies regarding the previously placed cypher stent in the mid-rca were noted. The pt was discharged home the following day with no complaints of angina. This is an initial/final report. Please see the following final aspects of the final: in summar, this pt with a history of htn and stable angina had cypher stent implantation. The lesions were located in the mid-rca, mid-lad, and diagonal. The lesion in the mid-rca was treated with a cypher stent 3.0mm x 33mm deployed to 10 atms which is below the nominal expansion pressure. Post procedural the pt experienced an mi. The lesions in the lad and diagonal were then treated with three add'l cypher stents. There is no further info forthcoming. In conclusion, there are procedural factors that may have contributed to the event.